Manufacturer narrative:
The unit was unplugged from the power supply and removed from service pending evaluation from a service technician. The event occurred at the conclusion of the day after all surgical procedures had been completed. The following day was a holiday and no surgical procedures were scheduled to be completed. No procedures were affected as a result of the reported event. All instruments being processed at the time of the reported event were reprocessed in a separate v-pro sterilizer. A dta service technician arrived on-site, inspected the unit, and identified the air compressor pump motor had burnt out and caused the reported burning smell. The technician replaced the entire air compressor assembly, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported their v-pro 1 plus sterilizer emitted a burning smell, causing the fire alarms to activate in the facility. The facility was evacuated as a result.